Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation a ventilator inoperative condition occurred. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The ventilator's blower motor was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor. The blower motor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the blower motor failing was due to damaged bearings.